Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The reported complaint was confirmed. The cause was a broken battery compartment. During visual performance verification test (pvt) inspection the downstream occlusion (dso) seal was lifting. Installed a new battery compartment and replaced the dso seal. Installed newest software, and unit functions as designed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the battery spring holder is broken inside compartment. Discovered during testing. No patient involvement was reported.